Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. There was no patient involvement. There was no report of user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.